Event description:
Report received that pt had undergone an intrathecal trial implant of a catheter for the use of morphine sulfate for relief of pain. Pt was discharged home after trial procedure with the catheter in place. A pump was not implanted. Pt was later found dead at home. Details of the circumstances have not been provided. Preliminary diagnoses provided by hcp included chronic nonmalignant pain, emphysema, and cardiac disease. Cause of death has not been reported. Autopsy results are pending. Date of death was in 2002. A follow up report will be sent when additional info is received.